Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013,product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location as the implantable neurostimulator (ins) ¿wasn¿t lined up right¿ and would provide too much stimulation to the groin area. The patient had no stimulation sensation and had never had therapeutic effect. The stimulation wasn¿t going all the way down to their foot all the time and it depended on the slightest movement they made. It was noted that the ins had not helped the patient¿s right knee and foot. It had been like this since the implant. The patient hadn¿t been able to feel anything a lot of the time and then they would put it on ¿400¿ and they were still not feeling it and they worried it was ruining the other muscles in their body. The patient kept their stimulation on kind of high because they didn¿t really feel anything. The patient had an excruciating pain on the outside of their knees and calf muscle. The pain had been there for about a week but it was starting to get really bad at the time of the report. The patient also had excruciating headaches, dizziness, and blurred vision. The patient had their ins implanted for pain in their foot. The patient had met with a manufacturer representative ¿multiple times,¿ but the spinal cord stimulation (scs) had not been ¿fixed.¿ later, a manufacturer representative was able to get the stimulation in the patient¿s leg, but the stimulation remained in the patient¿s groin area. The patient ¿couldn¿t handle¿ the stimulation in the groin area and ¿something had to be done about it.¿ the patient had had no falls or trauma and was in a wheelchair. The patient was unsure if they had other programs available. It said ¿one by the lines in the box¿ but the patient didn¿t see a check mark on the screen indicating what program they were on and it appeared that the patient only had one program available to them. It was stated that the patient had been in a car accident on (B)(6) during which the patient¿s head ¿went forward and all the way back.¿ it was stated that during the car accident the patient had injured her neck on the left side of her body and spine. Later yet, the patient had started experiencing incontinence due to the stimulation in her groin, which had started 2 months prior to the (B)(6) . The patient had been reprogrammed with a new program in october of 2014 that was causing the patient to experience a shocking sensation in her leg and was causing the patient¿s knee to bend the wrong way. The patient had been told to turn the ins off and had experienced a return of the original burning pain and numbness in the toes as a result of turning the ins off. The patient still had concerns with the device or therapy, but was working with a healthcare provider (hcp) or manufacturer representative and had scheduled an appointment for the (B)(6) 2014. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.